Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was under delivering and they experienced high blood glucose level of 298 mg/dl. Customer¿s blood glucose level was 238 mg/dl at the time of incident. Customer also had blood glucose level of 222 mg/dl and gave bolus himself. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. The customer did not provide any symptoms regarding high blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer mentioned that the insulin pump seems to responding right now with new infusion set. The insulin pump and reservoir was not returned for analysis.